Event description:
A malfunction was reported with a customer's insulin pump, identified by the malf 16 code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was supported by technical support, who assisted in resetting the pump, but the malfunction reoccurred. Consequently, a replacement pump was sent to the customer, who was informed about the pump reset and return process, as well as the availability of training for the new device in their tandem source account. The customer planned to use mdi as a backup insulin therapy to avoid any interruption in insulin delivery.